Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a failed filament drive pcb. The filament drive pcb was removed and replaced and the system re-calibrated. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure. A reboot restored functionality and the procedure was complete without further issue.